Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain in the pelvic region") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction"), procedural pain ("painful post-operative recovery") and emotional disorder ("emotional anguish"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, procedural pain and emotional disorder outcome was unknown. The reporter considered abdominal pain, emotional disorder, genital haemorrhage, hypersensitivity, pelvic pain and procedural pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain in the pelvic region / pain") and genital haemorrhage ("excessive bleeding") in a 23-year-old female patient who had essure (batch no. 626679) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included appendectomy, cholecystectomy, tonsillectomy and insomnia. Concurrent conditions included vulvovaginal candidiasis, urinary tract infection, dizziness, scotoma, rheumatoid arthritis, chronic migraine, asthma, recurrent depressive disorder, back muscle spasms and joint pain. Concomitant products included fluoxetine hydrochloride (prozac), fluticasone propionate;salmeterol xinafoate (advair) and trazodone. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe abdominal cramping"), hypersensitivity ("allergic reaction"), procedural pain ("painful post-operative recovery"), anxiety ("emotional anguish"), abdominal pain upper ("stomach pain") and dyspareunia ("pain with intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, hypersensitivity, procedural pain, anxiety, female sexual dysfunction and abdominal pain upper outcome was unknown and the abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, device expulsion, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, pelvic pain and procedural pain to be related to essure. The reporter commented: right coils: 01. Left coils: 02. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6)2014: negative. X-ray - on (B)(6)2015: unremarkable x-ray examination of the lumbar spine; on (B)(6)2015: unremarkable x-ray examination of the right hip.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs and medical record received. Reporter's information and lot number was added. Concomitant diseases, lab data, historical conditions and concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain in the pelvic region / pain") and genital haemorrhage ("excessive bleeding") in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". Concomitant products included seretide (advair) and trazodone. In 2008, the patient experienced device expulsion ("migration of essure device location of device: uterus") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe abdominal cramping"), hypersensitivity ("allergic reaction"), procedural pain ("painful post-operative recovery"), anxiety ("emotional anguish"), abdominal pain upper ("stomach pain") and dyspareunia ("pain with intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, hypersensitivity, procedural pain, anxiety, female sexual dysfunction and abdominal pain upper outcome was unknown and the abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, device expulsion, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, pelvic pain and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain in the pelvic region / pain") and genital haemorrhage ("excessive bleeding") in a 23-year-old female patient who had essure (batch no. 626679) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included appendectomy, cholecystectomy, tonsillectomy and insomnia. Concurrent conditions included vulvovaginal candidiasis, urinary tract infection, dizziness, scotoma, rheumatoid arthritis, chronic migraine, asthma, recurrent depressive disorder, back muscle spasms and joint pain. Concomitant products included fluoxetine hydrochloride (prozac), fluticasone propionate;salmeterol xinafoate (advair) and trazodone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe abdominal cramping"), hypersensitivity ("allergic reaction"), procedural pain ("painful post-operative recovery"), anxiety ("emotional anguish"), abdominal pain upper ("stomach pain") and dyspareunia ("pain with intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, hypersensitivity, procedural pain, anxiety, female sexual dysfunction and abdominal pain upper outcome was unknown and the abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, device expulsion, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, pelvic pain and procedural pain to be related to essure. The reporter commented: right coils: 01. Left coils: 02. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: negative. X-ray - on (B)(6) 2015: unremarkable x-ray examination of the lumbar spine; on 12-oct-2015: unremarkable x-ray examination of the right hip.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain in the pelvic region / pain") and genital haemorrhage ("excessive bleeding") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". Concomitant products included seretide (advair) and trazodone. In 2008, the patient experienced device expulsion ("migration of essure device location of device: uterus") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe abdominal cramping"), hypersensitivity ("allergic reaction"), procedural pain ("painful post-operative recovery"), anxiety ("emotional anguish"), abdominal pain upper ("stomach pain") and dyspareunia ("pain with intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, hypersensitivity, procedural pain, anxiety, female sexual dysfunction and abdominal pain upper outcome was unknown and the abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, device expulsion, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, pelvic pain and procedural pain to be related to essure. Most recent follow-up information incorporated above includes: on 17-sep-2018: plaintiff fact sheet was received. New events apareunia (inability to have sexual intercourse), migration of essure device location of device: uterus, stomach pain, pain with intercourse and she did not undergo confirmation test. Pain, severe abdominal cramping clubbed to previous events. Reporter information were added. Events onset date and outcome were updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.